Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient experienced extreme tooth sensitivity to their top teeth. Shortly after two of their teeth starting to turn grey. Patient reported that within a week the grey color got darker and is extremely noticeable.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.